Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address 2: (B)(6).

Event description:
It was reported that the patient experienced pain as a result of the device or procedure and required medication. Soloist radiofrequency ablation (rfa) probes were selected for use to treat a pediatric patient with an osteoid osteoma. Pre-procedure CT (computed tomography) (0.6 mm) and contrast MRI (magnetic resonance imaging) had clearly demonstrated a classical nidus. Intra-procedural CT images unequivocally show that the rfa probe tip was placed precisely within the nidus, with correct trajectory and depth. Energy delivery was performed strictly as per manufacturer-recommended parameters. However, recent follow-up MRI demonstrates persistent, enhancing nidus with continued clinical symptoms, conclusively establishing that the lesion had not been ablated. The patient experienced worsening and prolonged pain and discomfort as a result of the device or procedure, and required medication to be administered. The patient was prescribed naproxen for 5 days following the procedure.